Event description:
Clinical information: (B)(6) catalyst ide study, patient site ID: (B)(6) it was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using an unknown delivery system. During procedure, the activated clotting levels was 241s and heparin was administrated. At start of the procedure patient rhythm was on atrial fibrillation and was under conscious sedation. The device was successfully implanted. On (B)(6) 2024, a left bundle branch block and grade 1 atrioventricular (av) block was noted on the electrocardiogram (ECG). A 200mg of amiodaron 1-1-1 for 2 days and then 1-0-1 and than maintenance dose once a day and electrocardiogram control. The physician mentioned the cause of these was patient's past medical history. The patient had an unplanned hospitalization. The patient was reported stable and discharged. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of left bundle branch block and grade 1 atrioventricular (av) block was reported after 12-days of device implant. Information from field indicated that unexpected medical intervention was performed as medication was administered to treat the reported event. The patient's medical history included ischemic stroke, ventricular tachycardia, atrial fibrillation and cardiac insufficiency. Based on information received, the cause of the reported heart block could not be conclusively determined; however, is consistent with patient's past medical history. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.